Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj5594 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2020 and suture was used. The needle detached from the thread during passage through the tissue. The procedure was completed successfully with a like device. There were no adverse patient consequences reported.